Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the user interface module (uim) display and it remained black upon initial start-up. The reported issue was duplicated and the root cause was determined to be due to material fatigue.

Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported while using the avea ventilator, the screen is dark during start up. The customer reported no patient involvement associated with this event.